Event description:
A notice of claim was received from (B)(6). Under description of occurrence the claim states "claimant alleges he suffered stroke, etc due to infusion pump". Further info under remarks section of claim state, "claimant alleges that he suffered stroke and other complications due to unspecified pump malfunctions/default time to 12:01 am/loss, (B)(6)".

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.